Event description:
A balloon ruptured on the first inflation at approx 12 atmospheres during an arteriovenous hemodialysis fistula graft dilatation procedure of a calcified lesion. Another balloon catheter was used to sucessfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering eval indicated the shaft under the balloon was corkscrewed. A longitudinal tear was noted 1cm distal to the distal ro marker to 2cm proximal to the distal ro marker. Scratches and chatter marks were noted on the balloon surface. Balloon rupture or balloon is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed charactistics consistent with overpressurization, a corkscrewed shaft under the balloon, as well as contact with a sharp external source, scratches and chatter marks on the balloon surface. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully." F1, f2, f3-na. F11. Date MFR forwarded report to FDA. Info supplied in section f was completed by the MFR based on info obtained from the user facility. Any info not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. (F6,f7,f8,f10,f11,f12 and f13-medwatch software package requires data in fields).